Event description:
Reporter used patch on back without event in 2007. She used patch again the following day on her lower back. She removed it after about an hour due to burning and some skin came off with the patch. Skin became infected and oozing and she treated it with neosporin and betadine on advice of pharmacist. She was in severe pain for over a week. She saw doctor in ten days. Scabs came off 5 - 6 days later, and she is concerned about scars remaining.